Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed two non-penumbra coils and a smart coil in the target vessel using a non-penumbra microcatheter. The physician was then unable to advance a new smart coil through its introducer sheath and the smart coil was stacking in the sheath. Therefore, the smart coil was not used and the procedure was completed using 12 additional coils. There was no report of an adverse effect to the patient.